Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Please note: the reported device is similar to a proximal tibia mig device approved for compassionate use in the united states. Device not available.

Event description:
It was reported a revision was requested due to a broken implant on the left side.